Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) was due to the connector pins in the trunk cable being bent, preventing the belt from plugging into the monitor. The belt did not pass detect and treat testing. The root cause for the bent pin was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt had bent pins.